Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. The pulse generator exhibited a diagnostics anomaly. The patient had recently undergone a cardioversion for an atrial fibrillation rhythm. The diagnostics were cleared and the patient would be monitored.